Event description:
This event was reported as endocarditis, source unknown. Pt had transient ischemic attack december 1999, with lower gi bleed and fevers with vegetation on valve. No further info was provided.